Event description:
Balloon wedge pressure catheter placed during cardiac catheterization procedure on (B)(6) 2010. Catheter functioned well until (B)(6) 2010 at 2400. Noted was a damped waveform. Staff did not attempt to wedge. Physician notified and catheter was not used. The catheter was removed (B)(6) 2010. Once removed from the pt, staff injected fluid into the removed catheter and noted fluid leaked out of the balloon instead of filling the balloon.